Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter appeared to be larger than 8 fr. There was no patient involvement reported

Manufacturer narrative:
Received 2 unopened urethral catheters. The reported event was unconfirmed, as the problem could not be reproduced. Per visual examination, inspected the exterior of the samples and did not find anything to contribute to the reported event. The dimensional results are as follows: measured both samples with calibrated french gauge and found them to be 7 and 9 french. The specification is 8 french +/- 1, so the samples meet inspection. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter appeared to be larger than 8 fr. There was no patient involvement reported.